Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer consumed food, but incorrectly overestimated the amount of consumed carbohydrates when requesting a bolus. Blood glucose (bg) level was 41(mg/dl). Carbohydrates were consumed to treat low bg level.